Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unit had cracked battery tube thread. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s act button was sticking usually during rewind process. Customer stated the insulin pump had crack along battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.